Event description:
Customer reportedly obtained results of 581 mg/dl and 215 mg/dl on the compact system. No reported action taken based on device results. No adverse event reported. Sent new system to customer and return requested.